Manufacturer narrative:
Date of event: 2015. Model number / catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 143139 / a17547, model/catalog description: phase iii linear lead - 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.